Event description:
It was reported that the customer had an urgent care visit with high blood glucose. It was stated that the customer was feeling more lethargic and her body feels dry due to an increase in thirst and urination. Troubleshooting was performed. The nurse stated that the customer had ear ache caused by the high blood glucose. The caller mentioned that the customer was experiencing high blood glucose for a few weeks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.